Manufacturer narrative:
(B)(4). The recipient's infection has reportedly resolved. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report.

Event description:
The recipient reportedly experienced an infection. On (B)(6) 2016, the recipient underwent a mastoid ablation and the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.